Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the cartridge compartment was cracked. There were cracks in the battery compartment above the grip pad to the threads, and below the grip pad to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment were cracked. This report is made based on results of investigation completed on 15-nov-2017.